Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result".

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief following permanent implantation. During the trial period, the patient reported approximately 50% pain relief. Reprogramming was performed but did not resolve the reported issue. At the patient¿s request, the evoke scs system was explanted.